Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's mother reported the customer received a low reading from an adc freestyle libre sensor scan in comparison to a reading obtained on a competitor meter. A sensor scan result of "lo" (less than 40 mg/dl) was obtained compared to a reading of 223 mg/dl obtained on the competitor meter. It was further reported the customer experienced symptoms described as headache and "wanting to vomit" and had contact with a healthcare professional who administered 8 units of novorapid insulin. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
Customer's mother reported the customer received a low reading from an adc freestyle libre sensor scan in comparison to a reading obtained on a competitor meter. A sensor scan result of "lo" (less than 40 mg/dl) was obtained compared to a reading of 223 mg/dl obtained on the competitor meter. It was further reported the customer experienced symptoms described as headache and "wanting to vomit" and had contact with a healthcare professional who administered 8 units of novorapid insulin. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
This serves as a correction report. Section d-4 (serial number) was incorrectly documented in the initial MDR and follow up #1 report. Has been updated.

Manufacturer narrative:
No product was returned for this complaint. Extended investigation was performed and determined that there was no indication that the product did not meet specification. The reported complaint does not pertain to libre readers. Therefore no further investigation into the reader will be required. Dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer's mother reported the customer received a low reading from an adc freestyle libre sensor scan in comparison to a reading obtained on a competitor meter. A sensor scan result of "lo" (less than 40 mg/dl) was obtained compared to a reading of 223 mg/dl obtained on the competitor meter. It was further reported the customer experienced symptoms described as headache and "wanting to vomit" and had contact with a healthcare professional who administered 8 units of novorapid insulin. There was no report of death, serious injury, or mistreatment associated with this event.